Manufacturer narrative:
Philips service reformatted the hard disk and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system experienced a startup delay due to an os disk error on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.